Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. A review of the device history record (DHR) and supporting quality records was conducted on 11-dec-2018 at the manufacturing facility in nuevo nogales. The review confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer stated that two or three u by kotex sleek regular tampons came apart upon removal and tampon pieces remained inside of her. She experienced vaginal discharge.